Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarms. The customer's blood glucose level was unknown at the time of the incident. Customer assisted for troubleshooting. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the back-up plan. The insulin pump will be returned for analysis.